Event description:
On (B)(6) 2025, the patient received valve placement and experienced a pneumothorax. Chest tube was placed on (B)(6) 2025. Investigation is ongoing.

Event description:
On (B)(6) 2025, the patient received valve placement and experienced a pneumothorax. Chest tube was placed on (B)(6) 2025. Patient discharge (B)(6) 2025. Chest tube removal occurred on (B)(6) 2025.